Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two sudden increases of shock lead impedance to high, out of range values. The crt-d was evaluated in office, and they were unable to reproduce anything. Every other shock impedance value before and after were normal. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two sudden increases of shock lead impedance to high, out of range values. The crt-d was evaluated in office, and they were unable to reproduce anything. Every other shock impedance value before and after were normal. Additional information was received mentioning that shock impedance continued to be unstable. There was no noise in selection of stored electrograms. It was suspected that a spring contact issue with the non-bsc rv lead was the culprit for this situation. The crt-d remains in service. No adverse patient effects were reported.